Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported by the consumer that 10 months post implant realize band, in (B)(6) 2011, an endoscopy was performed and the band was found to be eroded. The band was removed. The patient states that she lost (B)(6) in (B)(6) and owes the band for saving her life. During that time, she also states that she lost her sense of taste and did not feel that she could eat the way that she wanted to eat. The band had been adjusted two times prior to removal. She plans to continue weight loss program, but at this time is unsure of which program. She was recovering with no further complications.